Manufacturer narrative:
H3) the software team investigated the reported issue the archives were not available. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the biopsy trajectory could be verified during the first level troubleshooting.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. The system was working as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that customer found a 1 cm of shift between the planned trajectory for the biopsy and the post op CT merged with the pre op images. The cause of the shift was due to the movement of the nipt between dirty and sterile phase. The representative checked the system and determined it to be operational. During the first level troubleshooting the manufacturer representative could verify that the biopsy trajectory that the health care professional followed differed from the one that they had previously planned. The possible causes could be related to an inaccuracy of the registration, or a shift of the non-invasive patient tracker (nipt) between dirty and sterile phase, but not an issue related with the navigation system. Following this biopsy there was another biopsy case that showed perfect correspondence between the planned trajectory and the one followed by the hcp. A post op CT scan merged with the pre-op rmn was used to assess the accuracy. In conclusion, there was no issue with the system, which can be used safely. Additional information was received stating that during the first level troubleshooting it was determined that the issue was due to incorrect use of the em system. The site stated that they found 1 cm of shift between the planned trajectory for the biopsy and the post op CT merged with the pre-op images. During the first level troubleshooting the manufacturer representative checked the system which worked perfectly. The cause of the shift was thought to be due to the movement of the non-invasive patient tracker (nipt) between dirty and sterile phase.